Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly. The insulin pump passed the displacement test. No other alarms were noted.

Event description:
It was reported that the customer was hospitalized due to blood glucose levels over 600 mg/dl. The customer experienced vomiting and nausea along with her high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was off by five minutes. The insulin pump passed the prime test, but there he could not conduct the high pressure test. However, the customer mentioned no delivery alarms as well as other alarms yesterday. Advised the customer that the insulin pump would be replaced. Nothing further was reported.